Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: one opened sample of product code vcp1359h was returned to ethicon for analysis. Upon initial inspection, the sample contained a suture piece with a needle and winding former. During visual inspection of the returned sample, marks were observed on the body needle and the suture was noted to be damaged. In addition, body fluids were pointed out along the strand and damaged on the surface. However, due to the condition of the suture returned, the reason causing breakage suture could not be determined. Additionally, photo was provided and it showed two opened vcp371h and one opened vcp1359h sample, the sutures in these samples are noticed damaged. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and a suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to continue the surgery, and the same problem happened. Changed another one, from a different product code and lot number, to continue the surgery, and the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number, and non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.